Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024 two infusion set infusion set tubing was leaking at the cartridge pig tail. The infusion set is used for 2 hours each. The blood glucose level was 500 mg/dl and issue are addressing due to correction injection via mdi. No further information available.